Manufacturer narrative:
The repeat tsh value of 1.21 iu/ml for the first sample and the repeat ft4 value of 1.40 mg/dl for sample 2 were believed to be correct. Calibration signals for all three assays were within expectations. Quality controls were within range and data showed a high variation. The sample tube was 12 mm. In diameter. The minimum recommended tube diameter for the e411 analyzer is 13mm.. The sample tube was inverted 7 times, which seems to be lower than what is recommended by tube manufacturers. The clotting time was 20 minutes, which seems to be lower than what is recommended by tube manufacturers. The samples were reprocessed in a primary tube, without required rack adapters for 13 mm. Minimum diameter tubes. The user stated that there were no alarms. The field service engineer replaced a circuit board for liquid level detection and replaced the sample probe. The analyzer has been working well after these actions. The investigation determined the issue is consistent with incorrect pre-analytic sample handling. The investigation could not identify a product problem.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested on a cobas e 411 immunoassay analyzer. The following assays were involved: the elecsys tsh assay, the elecsys ft4 iii assay, and the elecsys prolactin assay. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a tsh value of 0.021 uiu/ml accompanied by a data flag, which repeated as 1.21 uiu/ml. The second sample initially resulted in a ft4 value of < 0.039 ng/dl accompanied by a data flag, which repeated as 1.40 ng/dl. The third sample initially resulted in a prolactin value of > 470 ng/ml accompanied by a data flag. The sample was diluted 1:10 and repeated, resulting in a value of 0.618 ng/ml. The sample was also diluted 1:5 and repeated, resulting in a value of 547.7 ng/ml accompanied by a data flag. The tsh reagent lot number was 52248500, with an expiration date of 31-jan-2022. The ft4 reagent lot number was 52813200, with an expiration date of 28-feb-2022. The prolactin reagent lot number was 48268200, with an expiration date of 30-nov-2021.